Event description:
The patient was reportedly experiencing device retention issues due to thick skin flap the patient was also experiencing pain. A skin flap revision surgery was performed and no infection was noted. The patient is still experiencing pain. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.